Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer reported that the insulin pump had a constant tone. Troubleshooting was performed. The battery was changed and the device had a blank display. The customer stated that she wears the insulin pump under the garments and it may have been exposed to moisture. No further information was provided.